Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user received the following message: "catastrophic error message, replace module" and then the display went out. The unit was a back-up unit, in case they needed a fourth room for surgery as this was not being set-up for a specific case. There was no pt involvement. As a result, an alternate device was employed to the back-up system.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.